Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: therapeutic management of isolated internal iliac artery aneurysms. Meng y, lecong l, yang l, qingbo s, zhaoru d, guangzhen l, jianjun j & xiangjiu d. Journal of vascular surgery 2020 (20) 30463-8. Doi: 10.1016/j.jvs.2020.02.038. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant iliac limbs stent grafts were implanted alone or in combination with a coil embolization procedure in the endovascular treatment of isolated internal iliac artery aneurysms. The following malfunctions were observed: unknown endoleak type ib endoleak (retrograde filling of distal branches). The following adverse events were observed: claudication aneurysm enlargement acute ischemic stroke re-intervention aneurysm rupture hydronephrosis patient deaths were also reported, but there is no causal link that the mdt device caused or contributed to the deaths.